Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by the engineer, the cs100 intra-aortic balloon pump (iabp) unit's ac power input is not working. There was no patient involved.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) submitted the service charge quotation and waiting for purchase order. Fse had reached out the customer regarding the schedule service, but unfortunately, have not received a response. Since there has been no communication or confirmation from customer side. The device not yet repaired. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a